Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room near syncope in backup vvi. The patient's presenting rhythm was intrinsic in the 30's, with no observable pacing support. The device status report would not print. It was reported that the patient had been lost to follow-up. Due to his condition, further troubleshooting could not be performed and the pulse generator was replaced.